Event description:
The customer reported problems with tube noise and the batteries. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and batteries. System operates as intended. (B)(4).